Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was delivered to the coronary sinus vein after much difficulty. After the guide sheaths were removed, the lead dislodged. The lead was removed and a replacement lead was no attempted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).